Event description:
It was reported that it was noted during follow-up that the sensing and pacing thresholds were unstable, and lead impedance was increasing. The lead will be revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace lead impedance trend data shows an increase for min rv pace = 722 to 1463 ohms range occurred between (B)(6) 2011. One ventricular fibrillation episode of <=190 ms average v-cycle occurred on (B)(6) 2011 12:51:56.